Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the blood loss events to clotting of the pt's extracorporeal circuit, as a result of inadequate heparinization. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the events with the pt, who has agreed to start using heparin during treatments. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as a adverse event solely to comply with the FDA's blood loss policy. Four routine hemodialysis treatments were discontinued without performing rinseback due to clotting of the extracorporeal circuit, as the pt refused heparin as prescribed by the physician. A blood loss of 190cc occurred for each treatment. The pt's standard epogen dose was increased and he was started on iron. No other medical intervention was required.